Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient had pain and it was discovered that a screw was broken. A revision was done to remove the broken screw.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that approximately 5 months post-op the patient had 2 screw fractures at l5-s1. A revision surgery was done to remove the broken screws.